Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the color bar was suddenly displayed instead of the endoscopic image. The user replaced the subject device to another device and completed the procedure. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The camera head communication error e221 occurred. The color bar was displayed. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was due to the cable broke down by a water leakage. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.